Event description:
It was reported that pt was revised for pain, swelling, and a pseudo tumor in right hip.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.